Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and no delivery alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 451 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was not able to complete rewind process as another motor error alarm was received. Customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for no delivery alarm and high blood glucose.

Manufacturer narrative:
The insulin pump was received with a cracked end cap and alarmed motor error during rewind due to corroded motor home switch. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.